Event description:
It was reported that a cartridge alarm occurred, and despite testing with various cartridges, the same error persisted. There was no reported impact to the customer's blood glucose level. The pump is being returned for examination, and a replacement pump with serial number 1438695 is expected to be provided.